Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was not getting any sensor readings, and when she examined the sensor it was found that their was no electrode connected to the sensor. Customer's blood glucose level at the time 89mg/dl. No additional information was provided.